Event description:
It was reported that during a laparoscopic prostatectomy procedure, a surgeon noticed a persistent and steady leak from the trocar valve. There was a slight loss of insufflation gas. Noted pressure set to 12mm/hg pressure dropping to 6-9mm/hg flow rate 3-5 litres a minute. Resolved by placing a new port and procedure completed with same like product. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing?" Steady leak. If so, did the "noise" prevent insufflation? Slight loss. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? A 12mm/hg dropped to 6-9mm/hg. What was the gas consumption rate or volume (liter/minute)? A 3-5 litres per minute. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? Unk. Was any torque being applied to the trocar or device? Unk.

Manufacturer narrative:
(B)(4). Leak test failed with probe the analysis results found that the device was returned in good visual condition. Upon evaluation of the device, a leak test was performed and the device was noted to leak with the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.